Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient's lead became dislodged, had intermittent loss of capture and high atrial thresholds. It was further reported that the patient experienced a pneumothorax. The lead was reprogrammed and a revision was scheduled for the following day. During the revision procedure, the lead was difficult to place and became dislodged twice. It was further noted that the lead helix was dull and there was possible tissue attached from multiple placement attempts. Ultimately, the physician elected to explant the lead and implant a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.